Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Pump failed the sleep current test. High sleep current isolated to pcba 2. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Pump received with serial number label damage/faded. Unexpected battery power loss confirmed.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer stated that the insulin pump did not received low battery alert prior to replace battery now alarm. Customer stated that the battery was not previously used. Customer states the battery cap was damaged. The insulin pump will be returned for analysis.